Event description:
It was reported by the customer that the cots manual release handle was sticking. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Actual device was not made available for eval/insp. Manual release handle; customer stated something may have gotten stuck causing the manual release handle to not function properly.